Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call insulin squirted out of the insulin pump tubing during manual prime. The customer states the rewind message occurred after an alarm/alert. The customer states they are stuck in rewind complete/bolus delivery loop. The customer is calling for technical troubleshooting. The customer reports insulin continues to drip after letting go of the act button during the prime process. The customer stated they were not wearing the insulin pump during priming. The infusion set was being applied incorrectly. The infusion set will be replaced. The infusion set will be returned for analysis.